Event description:
It was reported that the plastic screw hole plugs were not assembled and were found loose inside the sterile plastic tray.

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.